Manufacturer narrative:
Device manufacturing date is unavailable. On 02/01/2016, a medtronic representative, following-up at the site, confirmed that the site neurocoordinator stated the patient did not need a revision. On 02/02/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a l3-l4 spinal fusion procedure, the surgeon alleged a 3 millimeter inaccuracy. After the site re-spun the patient, the surgeon deemed being accurate and continued with the procedure. After placing all of the screws, the site took a post-op spin and noted the alleged inaccuracy. The medtronic representative noted that the surgeon was torquing very hard on the patient during the procedure. This procedure was a hardware removal and a spinal fusion, however, the hardware was removed after the screws were placed. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacture date provided. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated. Per the reported event, the rep noted that they were torquing very hard on the patient during the case. The most likely cause was that the frame to patient relationship changed which may have invalidated the registration.